Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant creatinine results of 0.3 & 104 mg/dl on a patient. There was no patient information available at the time of this report. Crea, mg/dl 0.3 and 1.4. 0.5-1.3 ref. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # 894156. The investigation was completed on 20-sep-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for chem8+ cartridge lot h22116.